Manufacturer narrative:
(B)(4). Customer has currently declined (B)(4) offer to assist with event log review or any other investigation of the device. Customer prefers to do their own investigation.

Event description:
Customer requested log download software due to an "incident" where the pump "overinfused and gave inaccurate vi". There was no report of pt harm or medical intervention. Although requested virtually no add'l pt or event info was provided to either cardinal health (B)(4) (chc) service center or to (B)(4).